Event description:
Boston scientific received information that out of range pacing impedances and oversensing was seen on this right ventricular (rv) lead. An x-ray confirmed a lead fracture. It was noted that the fracture was at the site of the subclavian. The lead was explanted and replaced. The device was also electively replaced. Both the lead and device will not be returned. There were no allegations against the device. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.